Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA#373360 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Technical services provided troubleshooting to the customer. H3 other text : see h.10

Event description:
It was reported that 4 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: " -it is was reported (B)(4) tubes experienced poor barrier separation. It was reported that after centrifugation gel is at the top, plasma in the middle and red cells at the bottom."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that 4 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: " it is was reported 4 tubes experienced poor barrier separation. It was reported that after centrifugation gel is at the top, plasma in the middle and red cells at the bottom."